Manufacturer narrative:
There is no contact information provided, therefore, no attempts for additional information can me made. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Based on the information available at this time, no conclusions can be made. If / when additional information is obtained, a supplemental MDR will be submitted.

Event description:
The following was reported via maude event report (mw 5065667): alleged "reporter stated that since he had a hole in his stomach, they performed umbilical hernia repair surgery. Reporter said over the course of the year, he was having pain, discomfort, bowel incontinence and hard time pushing his bowel out even though it is loose. He also said while he is having a bowel movement it feels like he is trying to throw up at the same time. Reporter said it is very painful to have a bowel movement and his stomach is always sore to touch. Reporter said the mesh was removed yesterday after he had it for over a year. He also wanted to know if the mesh implanted in him was recalled or not."